Event description:
Healthcare professional (hcp) reported that patient was injected with 0.6ml juvéderm¿ voluma¿ with lidocaine in cheek (ck1, ck3), zygomatic arch. One week later, patient developed swelling and tenderness on right side. One week later, patient was prescribed amoxycillin and claudlonic acid, serratiopeptidase, and prednisolone. At an unspecified time later, swelling began to reduce. Hcp believes there was an infection due to patient touching face during injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, patient had cbc and ultrasound approximately five days after symptoms arose. Three and a half weeks later, symptoms resolved.